Event description:
The pt reportedly had a middle ear infection which was not tended to until it was very chronic. The pt's device was explanted. The pt was reimplanted with another clarion device and a tympanoplasty was performed. According to the surgeon, the infection is the cause of both the perforation and electrode movement. The electrode was not pushing or touching the eardrum.